Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was used in intubation for patients with sudden changes. The patient's respiratory condition was shallow and fast. Customer stated three to four days after the use of the product, an abnormality was discovered because the alarm of the automatic cuff pressure gauge stopped sounding, abnormality was detected, cuff air injection by hand was performed, but the tube was replaced without improving the situation. The cuff was expanded where air is actually injected into the cuff and showed. The patient had a shallow and fast breathing and worsening oxygenation, decrease in spo2.